Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the instructions for use (IFU) states: the graftmaster rx is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was performed to treat a free flowing perforation in the calcified anterior tibial artery. A 2.80 x 19 mm graftmaster covered stent delivery system (sds) was advanced; however, failed to cross the lesion due to the anatomy and the stent deformed. A 3.50 x 19 mm graftmaster sds was also advanced but the same issue occurred. The procedure was successfully completed with a 2.80 x 16mm graftmaster sds. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.